Manufacturer narrative:
The investigation of positioning issues has been completed. The root cause of the positioning issue was not determined due to a lack of clinical details and there were no abnormalities on the returned pump. D6a and d6b added. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-07150: d4 model number. F6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. No product was returned for investigation. The impella in ventricle alarmed because the pump was out of position and in the ventricle. The root cause of the positioning issue was not determined since product was not returned and there is a lack of clinical details. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported impella 5.5 positioning signal issues.